Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and wire lumen. The distal tip was damaged. There were numerous kinks throughout the inner shaft within the balloon. The inner shaft under the distal markerband was flattened. There was a 17mm tear in the balloon material. There was no damage or irregularities noted on the balloon bonds and markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The unspecified target lesion was located in the mid right coronary artery (rca). The 15mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for dilatation and was initially inflated at unspecified atmosphereres. However, on the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The unspecified target lesion was located in the mid right coronary artery (rca). The 15mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for dilatation and was initially inflated at unspecified atmospheres. However, on the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.